Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the battery life for a pump was shorter than expected. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: during investigation, a review of the black box showed no evidence of short battery life. The pump powered on and displayed the ¿verify¿ screen. The pump was primed and exercised successfully with no battery alarms or warnings occurring during the duration test. The pump currents draws were within required specifications. The pump¿s cover was removed and showed no defects to the power circuit or internal components. Unrelated to the battery issue, evaluation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.